Event description:
It was reported that in (B)(6) 2011,the patient underwent surgery on l4,l5 and l6. The patient was implanted with rhbmp-2/acs. Post-op, the patient continued to suffer from pain in back, arms, and shoulders that was worse than before the surgeries. The patient also experienced problems with left hip.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.